Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Maquet cardiopulmonary (B)(4) requested the product for investigation but the product was not available. Therefore, no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and one similar complaints were found. The reported failure was already investigated in tw (B)(4) with the following results: the product was investigated in the laboratory of the manufacturer. During a tightness test a slight leakage at the dialysis lock and valve could be confirmed after one hour duration. Thus the reported failure could be confirmed. Thus the most probable cause of the reported failure remains unclear. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to the customer: blood leakage on the dicon port (post membrane). Product was replaced (B)(6) 2018. No harm to the patient was reported. (B)(4).